Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that lead had dislodged and moved up into the atrium. Lead was explanted and replaced. Patient condition is good.